Event description:
A report was received on 03 sep 2023 from the physician (md) of a 9-month-old female patient with unspecified pathology, who stated the patient experienced thrombocytopenia approximately 36 hours into a continuous veno venous hemodialysis (cvvhd) treatment on (B)(6) 2023. Additional information was received on 06 sep 2023 from the md and dialysis rn who stated that the patient''s heparin was stopped, heparin induced thrombocytopenia (hit) assay was sent and a blood transfusion was given. Per the md, other causes of thrombocytopenia are being excluded and a differential diagnosis has not been made. The plan for treatment is to transition the patient to peritoneal dialysis.

Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include platelet decrease as a potential risk associated with dialysis therapy and also include warnings to monitor for potential platelet decrease. Biocompatibility has been established. All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.